Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use the cardiosave intra-aortic balloon pump (iabp) was displaying an over temperature alarm. The unit was swapped immediately to continue therapy and there was no patient harm reported.

Event description:
N/a

Manufacturer narrative:
The fse evaluated the iabp unit and advised that the temperature of the compressor is very high. After an hour of testing, the temperature is 55°c. The fan is ok and there is no dust in the device that inhibits cooling. The fse replaced the compressor and the battery packs to correct the issue. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.